Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly and the yoke were not returned attached to the control wire, indicating the device was fully deployed. The handle was inspected for further analysis, and the control wire was correctly attached to the spool. Microscope examination was performed at the most distal section and no visible failures were observed. Dimensional examination was performed to further analyze the deployment issue; the handle was disassembled, and the flattening wire was confirmed to be within specification. A dimensional analysis was performed on the catheter, and the length from the ferule to the most distal section of the catheter was within specification. A dimensional analysis was also performed between the hooks of the bushing, and both side a and side b were within specification. Additionally, a dimensional examination was performed on the yoke diameter, and the measurement was confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip device were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, both clips grasped and locked onto the tissue, but would not release from the catheter to deploy. Reportedly, both clips were pulled off the tissue, and the site was cauterized. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip device were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, both clips grasped and locked onto the tissue, but would not release from the catheter to deploy. Reportedly, both clips were pulled off the tissue, and the site was cauterized. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.